Manufacturer narrative:
Device is a combination product.(B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28x2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. Following the advancement of a pt2 guide wire and a 6f non-bsc guide catheter, pre-dilatation was performed with a 2.0/2.0 balloon catheter resulting to 75% residual stenosis. Subsequently, a 28 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion which met a significant resistance. The device was removed and it was noted that tip of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.